Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five events of bent cannula on (B)(6) 2025. The site of insertion was abdomen. The infusion set was in use for one day. The high blood glucose resulting from the event was 540mg/dl which was addressed by correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.